Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high thresholds and exit block. The rv lead remains in use, and is scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient has now a subclavian stenosis or an occlusion. No further information is avail able.